Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Nine days prior to receipt of this report the hernia was surgically repaired. The location of the hernia was reported as right inguinal. The cause of the hernia was unknown. It was reported that it was unknown if the hernia preexisted prior to start of pd therapy. The patient was using the hc device prior to surgery and after surgery with dianeal solution. At the time of this report the patient was recovered from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and a complete evaluation could not be performed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.